Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified medication, at an unspecified rate, via a gemstar pump. After an unspecified length of time, the customer contact reported that the pump alarmed for an unspecified alarm. At this time, it was noted that the tubing had separated from an unspecified location of the cassette of the tubing set. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Through requested, no add'l info was provided including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed. The domestic list number has a common device name of 80frn and has a 510k of k060806. This report represents all the info known by the reporter upon query by hospira personnel.